Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-00749. It was reported that patient was not receiving adequate coverage. In turn, patient underwent surgical intervention wherein the leads were explanted and replaced with a different model. The ipg was also electively replaced. Postoperatively, patient has effective therapy.